Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The end of the device is broken, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that no relevant clinical information has been provided for inclusion in this medical investigation. However, based on the information provided, all pieces were recovered from inside of the patient, and the procedure was completed with a less than thirty-minute delay using a s&n back up device. Since there was no patient harm because of this issue, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the t8 linear driver shaft w/ ao qc end was broken during tightening of screw. All pieces were recovered. The procedure was completed with a delay (less than 30 minutes) , using a s+n back-up device. Patient was not harmed as consequence of this problem.